Event description:
It was reported the switch remained on the "on" position. Co's inspection revealed the switch remained on. The case has has been changed to eliminate this problem. Remedial action has been accomplished. No deaths or injuries were reported.